Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's private nurse reported a low reading issue with the adc device. The customer obtained a sensor scan of 51 mg/dl compared to capillary result hi (readings greater than 500 mg/dl) via an unspecified meter. The customer received unspecified third-party medical treatment, however, no further details could be obtained. There was no report of death or permanent injury associated with this event. Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.